Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension. The physician identified a type 3b endoleak. The physician elected to implant an additional bifurcated stent and an ovation limb to seal the endoleak. The patient was reported as stable following the secondary intervention. There have been no additional adverse event reported for this patient.

Manufacturer narrative:
A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. The device was not returned therefore a sample evaluation was not completed. At the completion of the clinical assessment based on the information available, clinical was able to confirm the following; endoleak type iiib. Additionally there was evidence to reasonably support the following observations; sac growth, and blood loss. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the type iiib endoleak was related to the strata material of the main body. No known user or procedure related issues were identified. The cause of the intraoperative blood loss is unknown. Associated clinical harms for this device failure included: type iiib endoleak, secondary endovascular procedure (reline with afx, ovation limb), sac growth and blood loss (1500ml). The final patient disposition was unknown. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.